Event description:
In 2009, patient reported, ever since he stated using his backup infusion device, his blood glucose has been elevated. He said it has been over 250 mg/dl. Patient reported his best reading since he started the backup infusion device was 172 mg/dl. He has been bolusing to bring down his blood glucose. Patient stated he did have a little bit of a sting during insertion of the site. He reported he uses cold insulin to fill his cartridges. Advised to always allow the insulin to warm up to room temperature before filling the insulin cartridges. Patient reported he has a little bit of a cold. Advised the patient that any illness can cause changes in blood glucose and encouraged him to call his physician if he has any additional questions or concerns. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On call back four days after report, patient stated everything is back to normal and he is fine.

Manufacturer narrative:
No product will be returned for evaluation.